Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that ever since implant whenever the patient got water on her arm or hands she got a strange feeling like an ¿electrical shock (almost)¿. The patient had a cervical implant for reflex sympathetic dystrophy (rsd) of the hand. The therapy was working quite well for the patient¿s pain. This was a new symptom since implant. The patient felt the need to turn the implantable neurostimulator (ins) off every time she washed her hands or got wet. Five days later additional information was received indicating that the patient was receiving effective therapy for her pain. The issue with the water causing shocking sensation has not been explained. All impedances were normal and patient was getting good coverage of painful area.